Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The pump was received with missing end cap sticker. No unexpected numbers ramping on their own noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 211 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.